Manufacturer narrative:
B5: update "an unspecified access set" to "clearlink system, non-dehp continu-flo solution set". This was observed when changing the line on the patient. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a leak at the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking through one of the port sites. The device was leaking total parenteral nutrition (tpn) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number is unknown; therefore, the UDI could not be configured. Should additional relevant information become available, a supplemental report will be submitted.